Manufacturer narrative:
Concomitant products: product ID 97740, serial # (B)(4), product type programmer, patient; product ID 97754, serial # (B)(4), product type recharger; product ID 39565-65, serial # (B)(4), implanted: (B)(6) 2013, product type lead. (B)(4).

Event description:
It was reported that there were communication/telemetry issues and coupling issues. Diagnostic testing and troubleshooting was performed. They used the antenna locate (al) feature on the recharger. They could only get a max signal of 42-46. This translated into coupling of four boxes but they could not maintain a signal of more than 2 for any length of time. The manufacturer representative (rep) met the patient for the first time the day of the report at the healthcare provider (hcp) office. The patient reported that post implant, the best coupling they could get was six bars, but that around a month prior they rolled over to get out of bed and had a sharp pain a the implant pocket. The pain resolved quickly and they didn¿t give it much thought. The next time they recharged they were only able to get four bars and then the next time only two. When they tried to recharge recently they could not get and maintain any coupling. The best they could get the day of the report was four bars but they could not maintain more than two. On palpating, the rep could only feel what they thought was the bottom edge. They explained to the patient that the rep believed the device had slanted away from the skin surface in the pocket. X-ray was ordered and performed the day of, which verified the thought. The patient did have a large amount of adipose tissue in the buttock. Actions were not yet taken but were planned. There was going to be a pocket revision on an unknown date. The patient was to be referred to the hcp for a pocket revision. Patient status at the time of the report was alive, no injury. There were patient symptoms or complication associated with the event which included unable to recharge efficiently at the device pocket. The patient did not have any symptoms related to the issue other than not being able to charge. The patient was being seen by the hcp the beginning of (B)(6).

Event description:
Additional information received from the manufacturer's representative (rep) reported the patient was scheduled for a pocket revision on (B)(6).